Manufacturer narrative:
The suspect device was not returned for evaluation. No investigation could be completed as no lot number was provided.

Event description:
A doctor reported performing a pulmonary thrombectomy in (B)(6) 2025. Through the procedure a merit medical double angled catheter is routinely used. The patient has passed away sometime between the procedure and now and it is alleged that the operating surgeon caused some tricuspid valve damage. Dr mentioned that during a post-mortem it was deemed that the patient had a valve issue. The doctor is no longer at this hospital. No further information is provided.